Event description:
A failed uterine artery embolization in 1999. After the surgery pt passed a lot of tissue and was in a lot of pain. For several mos after the surgery every time pt had a menstrual period pt had hemorrhaging. Pt has been anemic, has headaches that are severe, cramping, hot flashes and pressure on bladder. Pt had post-embolization syndrome with fever and body aches. The uterine artery embolization made their situation worst for 6 mos. A 10/99 sonogram revealed no reduction of the fibroids.